Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the sensor was broken. The customer¿s blood glucose level was 123 mg/dl at the time of the incident. The customer stated that the sensor was broken and does not know when the electrode had came off. The insulin pump will be returned for analysis. The sensor will not be returned for analysis.